Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the tubing of a clearlink system continu-flo solution set was separated which resulted in a leak of saline solution. This event occurred during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample revealed that the tubing was separated from the y site. Additional closed inspection was performed to the sample and it was observed that the tubing has applicable solvent mark in the area with no lack of solvent. No function testing was performed due to the nature of the defect. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted/